Manufacturer narrative:
Additional information: b5, g3, h6. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the peri-operative outcomes of patients who underwent surgery for the tr eatment of inflammatory bowel disease via laparoscopic approach versus robotic approach between november 2017 and april 2024. It was noted that barbed suture was utilized for enterotomy closure. Intra-operative hemostasis was achieved with the platform¿s bipolar f enestrated grasper, or in cases of advanced bleeding. There were 120 patients included in the study and complications included conversion to open approach, intra-abdominal septic complications, bleeding complications and anastomotic leakage. Interventions and pati ents outcomes are unknown. It was noted that none of the postoperative complications were related to any medtronic device.

Event description:
According to the literature, a retrospective study compared the peri-operative outcomes of patients who underwent surgery for the treatment of inflammatory bowel disease via laparoscopic approach versus robotic approach between november 2017 and april 2024. It was noted that intracorporeal anastomosis was performed with signia tri stapler. Intra-operative hemostasis was achieved with the platform¿s bipolar fenestrated grasper, or in cases of advanced bleeding. There were 120 patients included in the study and complications included conversion to open approach, intra-abdominal septic complications, bleeding complications and anastomotic leakage. Interventions and patient's outcomes are unknown.

Manufacturer narrative:
D10: concomitant products: unknown-tristap - unknown; tri staple product, lot# unknown; mrasi0004 - bipolar fenestrated grasper mrasi0004, serial# unknown; unknown ligasur - unknown; ligasure instrument, lot# unknown; literature events: author: matteo rottoli1,2 · stefano cardelli1,2 · giacomo calini1,2 · ioana diana alexa1,2 · tommaso violante1,2 ·gilberto poggioli1, title: outcomes of robotic surgery for infammatory bowel disease using the medtronic hugo¿ robotic-assisted surgical platform: a single center experience source: https://doi.org/10.1007/s00384-024-04736-2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.